Event description:
It was stated that the customer was hospitalized with a high blood glucose reading of 427 mg/dl. The customer changed the infusion set the day prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. The high pressure test was unable to be performed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.